Event description:
Revision surgery - the patient had a metal on metal liner. Due to metal debris, the surgeon removed the original liner, head and sleeve.

Manufacturer narrative:
The reason for this revision surgery was identified as the presence of metal debris after 8.6 years of implants in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. The explanted components were not returned to djo for inspection, so no failure analysis could be performed at this time. A review of the product complaint report history showed there were 23 prior complaints on part number 499-34-007. Of these 23 complaints, nine complaints were for dislocation/disassociation and device loosening, two complaints were for infection, five complaints were for pain and the rest of the complaints were for poor joint and wear. This failure investigation is limited in scope since the products from the revision surgery were not available to djo surgical for examination and a root cause was not reported or determined. Several factors that can contribute to this event include increased metal wear due to high patient activity level, foreign body interaction, improper component positioning, trauma or impingement between metal components damaging the metal inlay lip and causing accelerated wear between the inlay and head. There are no indications of a product or process issue affecting implant safety or effectiveness.